Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system (dxc 600) generated erroneous electrolyte results on ten (10) patient samples on two different days, (B)(6) 2011 and (B)(6) 2011. This report addresses the results that were generated on (B)(6) 2011. Customer reported that the dxc 600 has been generating negative anion gaps in the morning after maintenance was performed the night before. Customer reported that they re-calibrated and all would be "ok" after calibration. Customer reported that at least 4 or 5 erroneous results were reported outside the laboratory. Customer reported that one result was critical. Customer reported that the erroneous results were amended. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced both sodium (na) electrodes and the carbon bridge. The fse verified performance.

Manufacturer narrative:
Results: carbon bridge. Erroneous electrolyte results were generated on two different days. This report is one of two reports related to two events that occurred on two different days. This report is related to MDR #2050012-2011-08217.